Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip.

Event description:
Litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4). The initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der and asr litigation records received. In addition to what were previously alleged, litigation alleges high metal ions, injury, suffering and emotional distress. Der reported that the patient was revised to address elevated metal ions. Doi: (B)(6) 2006; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.